Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available. There was no adverse impact to the customer¿s blood glucose level.